Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition was confirmed. The system console has a broken/missing ground prong on the ac power connector. The cause of broken ground prong is indicative of a defective component from manufacturer. Corrective action has already been initiated for the condition. (B)(4).

Event description:
Report received from the us stating that the prong broke off of the devices power cord. The device was being used in surgery. There was no additional information provided.